Manufacturer narrative:
Per the clinic, it was reported that the device was explanted on (B)(6) 2024. The patient was reimplanted with another cochlear device during the same surgery. This report is submitted on may 24, 2024.

Manufacturer narrative:
This report is submitted on april 05, 2024.

Event description:
Per the clinic, opens circuits were noted on mp1. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on june 24, 2024.